Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 113 mg/dl. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the insulin pump. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The hrm task did not grant motor power in reasonable time error and an error in the motor was detected by reading unexpected value from hall sensor error alarm not found during testing. Device passed the self test, rewind test, prime test, occlusion, basic occlusion test, force sensor test and the displacement test. (B)(4).